Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a high blood glucose level of 500 mg/dl. The customer stated that the problem was with the infusion and reservoir sets. The sets were replaced but still had issues. The customer stated that they have to meet with a doctor about the possibility of upgrading their insulin pump. No further information was provided.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.